Event description:
New information received noted that the infection was on non-abbott products and this lead was being used as temporary lead for a pacemaker dependent patient until the infection cleared, there was no allegation of infection on this product.

Event description:
It was reported that the patient was presented for an implant procedure. Post-procedure, the lead exhibited failure to capture. Upon further examination via x-ray, it was confirmed that the lead was dislodged. The pocket was reopened to reposition the lead, however, the helix failed to retract, and infection was noted. The lead was not used and replaced. The patient experienced no consequences.